Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t cooling compressor failure during service. There was no serious injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to gas leak from the cooling coil. The device will be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility and identified the reported issue was due to noisy compressor and a gas loss. The machine will be scrapped and an exchange unit will to be supplied. Complaints database analysis revealed that no similar event since unit installation in 2016. The reported event is a known issue being addressed by CAPA 2017-07 (degradation hc3t) that highlights the generation of a potential breach on the cooling coil caused by the water flow directed to a narrow area of its surface. The device has been upgraded. The upgrade includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The cooling coil was most likely damaged as per aging effect. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.